Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the synchroseal no longer worked. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the synchroseal again it did not work and was not recognized by the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the jaw cover was found to have tearing. Tears measured from 0.024¿ to 0.154¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The jaw cover was found dislodged. The jaw cover was over the pivot pin washer instead of under.